Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) who was implanted with a neurostimulator for urinary retention on (B)(6) 2016. It was reported that the patient was having great bowel movements, but was having trouble producing urine. Their retention was worse than it was before. When they got home, the stimulation was too high and they couldn¿t sleep, so they decreased the stimulation to 0.4 volts. Two days later, they started having bladder spasms so they decreased the stimulation to 0.1 volts. The patient stated that they could barely produce urine. The troubleshooting/interventions that they had performed included increasing the stimulation; however there was no response. This started occurring suddenly since the implant. The patient was redirected to their healthcare professional (hcp). It was noted that the patient had psoriatic arthritis and did a treatment similar to a tanning bed. On 2016-12-08, it was reported that the patient had a lack of relief and bowel changes. There was no trauma or falls related to the issue and it wasn't related to positional movement. They noted that they had an appointment set for the week after the report to see a hcp. They noted that they had been on program 1 at 0.1 since they were implanted and refused to increase it to the level they could tolerate, so they increased to 0.3. There was a lack of effect for their urgency symptoms and an onset of changes to their bowels, noted to be constipation. They changed to program 2. On 2016-12-09, it was reported that, since changing to program 2, they had not been able to urinate. They noted that, after their implant was placed, they shoveled snow for five hours, which could be related to the issue. They also noted that they felt stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported he still had retention and it took him longer to go to the bathroom and this began in (B)(6). The patient stated he was currently on program 1 at 0.8 v and had tried higher settings and other programs, but stated it he increased it past 0.8 it was too much stimulation. The patient stated he had it on program 1 at 0.8 v for a long time,for 5-6 months. The patient stated they couldn't increase it past 0.8 v and other programs, but program 1 was at 0.8 was the only one they could do. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.